Event description:
An implant card was received to the manufacturer on 07/24/2013 indicating the 05/01/2013 vns generator replacement surgery was prophylactic.

Event description:
Reporter indicated the patent's recent increase in seizures may be related to a depleting vns battery. The seizure level was below the patient's pre-vns baseline seizure level, and more than one seizure type was increased but not specified. No causal or contributory vns programming changes, medication changes, or other external factors precede the onset of the seizure increase.

Event description:
Reporter indicated a patient experienced increased seizures over the last several months, and that currently the patient's vns is at end of service (eos), with the eos flag showing eos = yes. As it is not known how long the eos flag has been present, it is unknown if the increase in seizures is related to the eos = yes issue. Attempts for additional information are in progress. Surgery to replace the vns generator is likely, but has not occurred to date.

Event description:
The patient had vns generator replacement surgery on (B)(6) 2013. The explanted generator was discarded by the hospital.